Manufacturer narrative:
The part and lot number information needed to review device history records was unavailable. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". The modular head and taper adapter were still assembled and no attempt was made to separate these components. The taper adapter showed evidence of light wear from contact with the stem. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on unknown date. Subsequently, patient was revised on (B)(6), 2011, due to pain. The modular head and taper adapter were removed and replaced.